Event description:
The customer reported that erroneously elevated thyroid stimulating hormone (tsh), total human chorionic gonadotropin (tbhcg), and estradiol results, above the normal range of the assay, were generated from a unicel dxl800 access immunoassay system for one patient. As actual patient results were not provided by the customer, the date of event is inferred. The customer also provided free thyroxine (ft3 & ft4) and rheumatoid factor results for this patient however based upon initial and/or repeat results the patient results for these assays were not regarded as erroneous or imprecise and hence were not included as part of this report.

Event description:
The customer reported that erroneously elevated thyroid stimulating hormone (tsh), (hlh) human luteinizing hormone, total human chorionic gonadotropin (tbhcg), (fsh) follicle-stimulating hormone, prolactin, and estradiol results, above the normal range of the assay, were generated from a unicel dxl800 access immunoassay system for one patient. As actual patient results were not provided by the customer, the date of event is inferred. Beckman coulter inc. Assessment of customer supplied data indicated that upon repeat testing of the patient sample on alternate methodologies, repeat results within the normal range for each assay were obtained. The customer also provided free thyroxine (ft3 & ft4), progesterone and rheumatoid factor results for this patient however based upon initial and/or repeat results the patient results for these assays were not regarded as erroneous or imprecise and hence were not included as part of this report. The erroneous assay results were reported from the laboratory however there was no report of death, serious injury or patient treatment modification associated or attributed to this event. Instrument/assay quality control results were within customer established specification during the timeframe of the event. Patient specific information, additional system/assay performance information and the instrument serial number was not provided by the customer.

Manufacturer narrative:
The instrument serial number associated with the instrument involved in this event is unknown. The instrument serial numbers associated with this customer are (B)(4) however it is unknown as to which instrument serial number was involved in this event service was not dispatched for this event. Definitive testing of the patient sample to confirm the presence of patient sample interference has not been performed to date. In conclusion, the cause of this event is unknown and could not be determined with the information provided.

Manufacturer narrative:
Summary of new information: in the original report, a statement was made which indicated that the instrument serial number involved in the event was unknown. Additional information was received by the manufacturer on (B)(4) 2012, which indicated that the tsh, tbhcg and estradiol results were generated on unicel dxi800 access immunoassay system serial number (B)(4), while the erroneous hlh, fsh, and prolactin results were generated from unicel dxi800 access immunoassay system serial number (B)(4). A second report (2122870-2012-01226) was generated to reflect the erroneous results generated on unicel dxi800 access immunoassay system serial number (B)(4). Additionally clarification was provided regarding the need for interference testing of the sample there was no indication that the customer desired investigative customer product line support (cpls) testing of the involved patient sample. Corrected to reflect that only erroneous tsh, tbhcg and estradiol results were generated on unicel dxi800 access immunoassay system serial number (B)(4). Additionally corrected to reflect that only free thyroxine (ft3 & ft4) and rheumatoid factor results were tested on this instrument and hence only these assays were applicable to this event as non-erroneous patient results. Changed serial number from unknown to (B)(4). The date of manufacturer notification was revised from (B)(4) 2012. Changed date of manufacture from blank to 12/03/2003. (B)(4).